Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend. Product not returned.(B)(4)

Event description:
Allegedly per article "long-term effectiveness of sorbie questor elbow arthroplasty: single surgeon's series of 15 years" by sorbie, et al., orthopedics. 2011 sep 9; 34(9): e561-9, 7 patients were revised due to hospital acquired infections - 1 also had subluxation and 7 previous operations.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.